Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown product performance issues. The patient underwent surgical intervention to replace the crt-d. No additional adverse patient effects were reported. The device is not expected to return.